Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) device were successfully implanted. After the pocket was closed, the lv pacing impedance measurement in one vector was greater than 3,000 ohms. The pacing threshold measurements in all vectors were higher than expected, but the other lead measurements were acceptable. No x-ray was performed and the lead was not repositioned. The physician was satisfied with the measurements and the patient continued to received lv pacing therapy. No adverse patient effects were reported.